Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/18/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that she started to experience irritation and itching on the left side of the abdomen on (B)(6) 2018. Four days later the sensor was removed and the skin was red. The affected area was treated with neosporin or lotion. Additionally, the patient stated she seemed prone to scarring and irritation when sensors were worn for 7 days. The number of reactions and incident dates were not provided. No additional event or patient information is available.